Event description:
It has been reported to philips that the allura c-arm would not move. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system and confirmed that c-arm was not able to move. Fse observed that the warning "geometry movement partially available" notice came when the system was turned on. The full-frontal stand's motion was lost (brake not engaged). According to an investigation of the error logfile, the brake beam propeller and detector frontal's feedback failed, and when the error feedback brakes appeared, as power supply to brake pad failed. The l-arm was opened as part of the repair procedure to conduct a visual assessment of the spc. The fuses for the spp, iscc, and led supplies were examined, and all of the led supplies on spc 6, 7 and 8 were turned off. The system was restarted after executing dbs geometry pc using the field service framework (fsf) protocol and replacing the power supply. The error didn't occur again. After performing all functional tests for frontal standing and table movements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.